Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Additionally, the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was replaced on (B)(6) 2026 to address the issue. It is unknown which adapter is responsible for this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 8-channel adapter, mdt, 10cm, model: 2311, UDI: (B)(4), serial: (B)(6), batch: 6179467. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.